Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 2 years post implantation due to peri prosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was confirmed by review of x-rays received. Review of the x-ray received revealed an oblique periprosthetic fracture of the proximal femur. Slight lateral displacement of the dominant fracture fragment is present. The fracture extends to a level just distal to the tip of the femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.